Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc blood glucose meter. Customer reported receiving an error 3 message and being unable to obtain a glucose result. Customer experienced symptoms described as dry mouth, dizziness, and headache and had contact with an hcp who diagnosed her with hyperglycemia and administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.